Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with blood glucose level of "high", although a specific value was not provided and ketones that were identified as dangerous by a health care professional. The customer attempted to self-treat with a manual dose injection. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital on 02/11/2023 with the issue resolved. The customer reported they were diagnosed with ¿stage 3 kidney disease¿.